Manufacturer narrative:
Note: during routine review this report was reevaluated. At that time the decision was made to file a report based on the information received.

Event description:
Procedure: bso. Reportedly, during the procedure use the interior part of the upper jaw fell into the surgical cavity. The surgeon was able to retrieve the component without incident. The surgeon used a new instrument to complete. There were no reported adverse affects to the patient.